Manufacturer narrative:
The lift was found to be in a bad condition and was taken out of service by a hill-rom technician. No records of any maintenance could be found. The facility will be offered training in proper lifting techniques.

Event description:
(B)(4).